Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The patient stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). The patient states that he used to have a 0.1 inr difference between meter and laboratory testing values, but he has seen a higher difference over the three weeks prior to (B)(6) 2018. The patient self adjusts medication. At an unknown time on (B)(6) 2018, the patient tested a sample on the meter and the result was 2.00 inr. At an unknown time on the same day, the patient tested a sample on the meter and the result was 2.50 inr. On (B)(6) 2018 at 8:20, the patient tested a sample on the meter and the result was 3.2 inr. At 9:00 on the same day, a sample from the patient was tested in the laboratory using an unknown method, resulting as 2.4 inr. The patient's coumadin dosage was reduced based on the 3.2 inr on (B)(6) 2018. There were no changes in the patient's coumadin medication between (B)(6) 2018 and (B)(6) 2018. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 1.7 - 2.5 inr. The patient tests every 2 weeks in the laboratory and tests with the meter 2-3 times per week. Since the patient's heart valve surgery, the patient has reduced vitamin k intake in his diet. He has had no major changes in lifestyle other than recently becoming more active and working again. Product replacement was sent to the patient.

Manufacturer narrative:
For the comparison study performed on (B)(6) 2018, the measurement of 2.00 inr occurred on (B)(6) 2018, rather than the 4th. There was no erroneous value on (B)(6) 2018.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 1.2 inr, qc 2: 1.3 inr, qc 3: 1.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.1 - 1.5 inr). All measurements were without error messages. The maximum difference between measurements was 4%. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.